Event description:
It was reported that the customer's pump "failed completely". Reportedly the customer reverted to manual injections for insulin therapy. No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.